Event description:
It was reported that this pacemaker system exhibited a low out of range right atrial (ra) pace impedance measurement, measuring less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was ra noise on top of atrial fibrillation (af) that was being oversensed resulting in inappropriate atrial tachy response (atr) episodes. Technical services discussed device optimization. At this time, the system remains in service. No adverse patient effects were reported.